Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet insertion was performed, result was passed. The stylet passed through the coil lumen to the distal end of the lead without obstruction.

Event description:
It was reported that the physician was unable to place the right atrial (ra) lead because multiple stylets got stuck due to blood on the lead and the physicians glove. The ra lead was replaced. No patient complications have been reported as a result of this event.